Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25¿18 mm amplatzer talisman pfo occluder was implanted for the treatment of a patent foramen ovale. At the one-year follow-up evaluation, a left-to-right shunt was observed on transthoracic echocardiography, suggesting the presence of a possible septal perforation; however, a detailed determination has not yet been made, as assessment by a planned transesophageal echocardiography remains pending. The leak was observed around the rim of the left atrial disc and was visible on color doppler. A bubble study performed at that time was grade 0, with no evidence of right-to-left bubble passage detected. The residual leak/shunt was considered clinically acceptable by the physician, as the patient was asymptomatic and the shunt was left-to-right in nature. As a management measure, oral anticoagulation (oac) was added.